Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous distal unknown vessel. After pre-dilatation, blood flowed back through the system, so the synsiro pro could not be inflated. The device was removed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the balloon has not been inflated. The stent was found deformed at its proximal end, i.e. Two struts are bent outwards. However, this damage was potentially induced during or after device withdrawal (i.e. After the reported event). Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. During inflation, the balloon slightly opened but the pressure did not hold. Water was seen leaking from the distal balloon portion. Microscopic inspection revealed a longitudinal tear above the distal x-ray marker. Two long deep scratches were observed leading towards the tear. Review of the production documentation verified that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. In addition, each device is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The synsiro pro drug-eluting stent system was selected for treatment of a moderately calcified lesion (80% stenosis degree) in a moderately tortuous distal unknown vessel. After pre-dilatation, blood flowed back through the system, so the synsiro pro could not be inflated. The device was removed.

Manufacturer narrative:
Combination product: yes.